Event description:
It was reported that the user experienced bluetooth connectivity issues between the dexcom g7 continuous glucose monitor (cgm) and the ilet, with glucose values present in the dexcom app but not on the pump, and the pump¿s cgm setting displaying freestyle libre instead of dexcom g7; the user was guided to select dexcom g7 on the pump and re-enter the pairing code, with pairing expected, and blood glucose levels were unaffected. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no device problem, identified a usage problem involving selection of the wrong sensor type on the pump, and no applicable device component term. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.